Event description:
Bought the unit in (B)(6) 2013. Used it several times before cleaning it per instructions. It worked well until I cleaned it. Didn't need again until (B)(6) 2013 and then it stopped working all together. No medication emitted from atomizer. Racepinephrine 2.25% 0.5ml contains 11.25mg, 1-3 inhalations every 3 hours, no more than 12 inhalations in 24 hours, by mouth, date the person first started taking: (B)(6) 2013, date the person stopped taking: (B)(6) 2013. Was having severe asthma and unit completely stopped working after being cleaned per instructions.